Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the slide switch was worn out and defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: front panel is slightly discolored with small kicks and scratches and indentations and the overlay is peeling, the scope socket was faulty with the slide detection mechanism not functioning, the high intensity switch wont enhance and is not working correctly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd xenon light source had the high intensity switch not engaging properly. The issue occurred during preparation for use, with no procedure involved. There were no reports of patient harm.